Manufacturer narrative:
All the dimensions related to the area of the complaint could not be fully evaluated due to the collet in the slotted "consition" and the assembly returned with the collet frozen in the upward position past the rivet dimples; therefore, the complaint is considered indeterminate. Placeholder.

Event description:
Consultant reported: during a lumbar fusion procedure, surgeon was using ti polyaxial reduction head (04.634.002) to connect to bone screw. The collet inside the ti polyaxial reduction head broke at head and did not function properly. The ti polyaxial reduction head would not attach to the bone screw. Surgeon was able to use other head screw to complete the procedure with no harm to patient.